Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had infection with fever. Upon further investigation via transesophageal echocardiogram test, the right ventricular (rv) lead had vegetation. According to the physician, the infection is not related to abbott product nor abbott product related procedure. The rv lead was explanted. The patient experienced no consequences.